Event description:
"Inrosion" of scleral buckling element os. Currently no severe visual problems but high likelihood of retinal detachment or blockage of vision os by scleral buckling element. Surgery done elsewhere 1982.